Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer initially called for assistance with training using her new meter. The customer's expected blood glucose test result range is not known, since the physician newly diagnosed the customer with diabetes. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of lo and 129 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/30/2018 and open vial date is (B)(6) 2016. The meter memory contains no test result history since the meter is new. Adverse event not reported.